Event description:
A t-tube was placed in the common bile duct during an open cholecystectomy, and attached to a drainage container. A post-op x-ray showed it to be in place. An x-ray at the physician's office on post-op day #8 showed the t-tube to be in 2 pieces. The stem of the t-tube was not draining and was not attached to the horizontal "t"piece. The stem was pulled out of the patient. The horizontal "t" piece remained in the common bile duct. Removing this piece will require an ercp or further surgical intervention.